Event description:
In this event it is reported that a x-smart w/contra angle eur won't hold files. No injury occurred.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: as per service engineer- (B)(4) - head cap -problem; (B)(4)-cartridge- problem; (B)(4) - neck- problem; under warranty invoice no. (B)(4) dated 01-30-2023. Problem investigation- cartridge neck and cap  defective- replaced cartridge, head cap, neck.